Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Date sent to the FDA: 05/22/2017. This medwatch report is in response to receipt of facility report # (B)(4). Additional information was requested and the following was obtained: what measures were taken to retrieve the broken piece? Attempt made during surgery to retrieve piece. Was there any additional tissue damage as a result of searching for the needle piece? No additional damage identified during surgery. Was the patient brought back to or to have needle removed or was the needle removed during the initial procedure? The patient did not return to the or, the piece remains embedded. Does a piece of the needle remain in the patient¿s tissue? If yes, what tissue structure is it located? Left hip. What is the surgeon's opinion of consequences to the patient, with the small piece retained? It is believed no harm will occur. Is the product code of the device used available? Unknown.

Event description:
It was reported that a patient underwent a left total hip arthroplasty on (B)(6) 2017 and suture was used. During the procedure, the needle broke and fell into the patient. An attempt was made during the procedure to remove the piece. A small fragment was intentionally left in the patient¿s bone due to associated risk for removal. The patient did well postoperatively and was discharged home per standard of care. No additional information was provided.